Event description:
N/a.

Manufacturer narrative:
(B)(4). Updated section: the device was returned to the factory for investigation on 09/27/2022. An investigation was conducted on 10/17/2022. A visual inspection was conducted. Signs of clinical use and evidence of blood were observed on the jaws and heater wire. Additionally, charred material was observed on the heater wire. A microscopic evaluation was conducted. The gray silicone insulation of both the hot jaw and cold jaw was observed to be intact with no visual defects observed. The heater wire was observed to be intact with no visual defects. An electrical evaluation was conducted. A pre-cautery test was performed per the instruction for use (IFU) with a reference adapter, reference cable, and reference power supply vh-3010 at level 2.5. The device passed the pre-cautery test; it produced visible steam and heat during ten (10) 3-second activations and shut off when the toggle was released. To evaluate the safety shut down system, a polyfuse activation test was performed 5 times over 10 minutes. The device shut off after the period of sustained activation and reactivated after 10-second cooling period with no incident each time. The jaws were gently cleaned of debris and char with a saline and gauze pad as indicated in the direction for use (cv000006999). An activation and transection capability test was performed over four (4) repetitions using "max life test method stm2048073 rev aa. The device successfully transected tissue four (4) times. Based on the results of the evaluation, the reported failures "failure to deliver energy¿ and "peeled" were not confirmed. The lot history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure the vasoview hemopro device had no power. The jaws worked well until about 1/3 way through ligating branches on the second leg. The power was set to 2.5. At that point, they recognized the gray coating was hanging off the jaws on one side. The hp was inserted into the cannula at the start of the case and never removed. No resistance was noted while inserting the harvesting tool into the cannula. There was a 5 minutes procedural delay. They had to open a new device to complete the case. Nothing fell into the patient. There was no injury to the patient.

Manufacturer narrative:
Trackwise ID (B)(4). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.